Manufacturer narrative:
Unit received with high idle current, problem isolated to lcd board.unit passed selftest, rewind, basic occlusion test, occlusion test,prime/a33 test, excessive no delivery test and displacement test. Unit alarmed a21 after battery change due to faulty c-13 on interface board.no damage to battery cap noted. Unit received with minor scratches onlcd window.

Event description:
The customer reported via phone call that the insulin pump would not hold a charge. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.